Event description:
See h11.

Manufacturer narrative:
H3: the implant, model 977119, s/n (B)(6), was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed a punchout hole in channel 1 grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Analysis determined that the channel 2 set screw is backed out of the threads of the connector block beyond the point of being able to engage with the connector block. There was damage to channel two grommet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when implanting a lead and an ins, the lead was inserted into the 8-15 socket and when the grommet was turned using the supplied torque wrench, the physician reported that unlike the 0-7 contact, there was no sensation of screw rotation. When the torque wrench was removed, a grommet was inside the tip of the torque wrench; the grommet came off the ins. The physician attempted to return the device to normal operation but they were told that the grommet that had been removed could not be returned to normal operation, and it was conveyed that there was the possibility of a malfunction. It was believed that there was not a problem with the physician's device operation; the contributing factors to the event were unknown. A new ins was opened and used, and the issue was resolved.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: upon further review, h3 was updated. H3. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed damage on the grommet for both channels of the ins; however, testing of the programmable features and output ranges determined that the ins functioning normally. The damage was much more significant on the channel 2 (the channel with contact 8-15). Analysis determined that the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. It was suspected that the channel 2 setscrew was completely removed from the grommet then reinserted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.